Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working, and the drawer required maintenance as it was not releasing or making any noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 failed to open due to a missing magnet on the full height drawer. A field service engineer (fse) replaced the inseparable component. Additionally, the fse tested the reported keyboard issue in hardware test application (hta), where all functions passed successfully, confirming proper operation. The system functioned as intended after field service engineer repaired the device.